Event description:
The customer questioned 20 results for human chorionic gonadotropin, short turn around time (hcg stat). Of those 20 results, four were found to be erroneous. All results are in miu/ml, and all patients are pregnant females. On (B)(6) 2013, a doctor questioned a negative result that was reported for patient 1. On repeat, it the sample was in the 90,000 range. There was no adverse event. No further information was provided. On (B)(6) 2013, patient 2 was resulted on e601 serial number (B)(4) as 0.500, accompanied by a data flag. This result was reported outside of the laboratory. This result was deemed to be erroneous by the customer. The sample was repeated on e601 serial number (B)(4) and resulted 7997. The repeat result was deemed to be the correct result by the customer. There was no adverse event. On (B)(6) 2013, patient 3 was resulted on e601 serial number (B)(4) as 0.500, accompanied by a data flag. This result was reported outside of the laboratory. This result was deemed to be erroneous by the customer. The sample was repeated on e601 serial number (B)(4) as 3325. The repeat result was deemed to be the correct result by the customer. There was no adverse event. On (B)(6) 2013, patient 4 was resulted on e601 serial number (B)(4) as 798.0. This result was reported outside of the laboratory and was deemed to be the correct result by the customer. The sample was then repeated on e601 serial number (B)(4). The repeat result was 0.523. This result was not reported outside of the laboratory. There was no adverse event. The lot of hcg stat reagent in use was 17011701, with an expiration date of (B)(6) 2014. The field service representative found an issue with the liquid level detection board. He replaced the liquid level detection board. The customer performed calibrations and qc. The customer was satisfied with the qc results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.